Event description:
It was reported that the device was used during a vat procedure. It was reported by the rep that an atb35 instrument was used and the cartridge fell out during the case. The case was successfully completed with another atb35 instrument being used. There was no consequence to the pt.